Event description:
It was reported that on (B)(6) 2025, a 15mm amplatzer septal occluder was implanted in the patient. On (B)(6) 2025, the patient required emergency hospitalization for endocarditis. The patient is still in coma, in resuscitation in critical stage. The occluder is still implanted in the patient. The patient is still hospitalized and reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient effects patient-device incompatibility was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The coma and prolonged hospitalization is likely a cascading effect of patient-device incompatibility. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that an on (B)(6) 2025, an 11-year-old female with an atrial septal defect (asd) and no other past medical history underwent transcatheter asd closure using a 15 mm amplatzer septal occluder (aso). The patient had a follow-up echocardiogram in mid-september that demonstrated that the aso was well-positioned with no evidence of any anomalies. Subsequently, the patient reported that she took a swim in a lake and soon after had itching. On (B)(6) the patient presented with endocarditis requiring emergency hospitalization and went into a coma. The patient was found to have staphylococcus aureus bacterial endocarditis and was successfully treated with intravenous antibiotics. The patient responded well to the antibiotic treatment and currently is awake. However, the patient had a stroke due to presumed septic emboli, that resulted in bilateral lower extremity paralysis and dysphagia. The patient is currently in a rehabilitation center and is gradually improving. Ultimately, the patient will likely undergo open heart surgery to explant the device and repair the asd, however this has not been scheduled.